Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted with no leaks noted. The device canted slightly upon release. The device had adequate compression with a small gutter and no jet or distal flow. At the 45 day follow up, transesophageal echocardiogram imaging showed a jet size of 4.5 mm. At the 6 month follow up, transesophageal echocardiogram imaging showed the device canted sideways in the appendage with a jet size greater than 6 mm. The patient will be kept on oral anticoagulants and will receive computed tomography of the appendage for further evaluation on an unset date. There was no patient harm in relation to this event. The patient is stable and discharged.